Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 20 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.